Event description:
Diamond knife blade incorrectly calibrated at 302 microns rather than 30 microns. Resulted in laceration to pt's right eye globe which had to be repaired. Original scheduled surgery of lens implantation successfully completed after repair of this laceration.